Event description:
During right knee arthroscopy procedure while the dr was shaving, the scrub received a 'shock' in his hands while holding the patient's leg/foot. The current was transmitted through the patient and into the scrub. Biomed stated that a future medical pump (fms) was connected to the dyonics power shaver sys. By an adapter. This was the first time they had experienced this. Dr. Finished the case without changing out any equipment. No delay in case was reported.

Manufacturer narrative:
Unit evaluated upon receipt, nothing found with control unit that is related to reported incident. The dyonics power shaver system manual states in the cautions area, "do not connect any equipment to the serial port unless it was designed by smith & nephew to communicate with the shaver system control unit via this port".